Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The insertion device has no visible defect. The anchor was not returned. A partial blue mini-tape suture was returned. It has been cut. The black/white transfer suture was returned with one end showing a frayed fracture. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that packaging and storage requirements are specified, knot pull strength should be certified and each shipment must be accompanied by the manufacture's certificate of conformance. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force during use or suture contact with sharp objects). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Event description:
It was reported that during a procedure, the tape broke when the q-fix anchor was implanted, and the inserter was removed from the bone hole. The procedure was resumed using an equivalent s+n backup. It is unknown whether any delay occurred. No further complications were reported.